Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and high blood pressure on (B)(6) 2017 with blood glucose of 148mg/dl. Customer¿s blood glucose value at time of incident was 600 mg/dl and current blood glucose value was 92 mg/dl. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.